Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of thrombosis and myocardial infarction are listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional xience sierra device referenced is being filed under a separate medwatch report.

Event description:
It was reported that (2) 2.5x38 mm xience sierra stents were implanted on (B)(6) 2019. The patient stopped dual antiplatelet therapy (dapt) on (B)(6) 2019 due to unrelated upcoming surgery. The patient experienced myocardial infarction on (B)(6) 2019 and thrombosis was confirmed in both stents via angiography. The area was treated with balloon angioplasty and intravascular ultrasound (ivus) with good outcome. No additional information was provided.